Event description:
Paramedics attempted to administer a shock to a person diagnosed in ventricular fibrillation. The device allegedly failed to deliver energy to the pt. The operator cycled device power and attempted to administer another shock. The device again allegedly failed to deliver energy to the pt. An AED being used by the fire dept was subsequently used to administer a shock to the pt. Drug and oxygen therapy was administered. The pt was delivered to the hospital with radial pulses and a blood pressure. The reporter indicated there was no pt compromise due to the AED on scene.